Manufacturer narrative:
(B)(4). The steerable guide catheter (sgc) was returned and investigated. The reported sgc leak was not confirmed as the device passed air leak testing 3 times. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) loss of fluid column. It was reported that during the preparation of the sgc, while the device was being checked for leaks in the vertical position, it was observed that the sgc hemostatic valve was defective and the water column decreased. The sgc was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.